Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured an isolated out-of-range shock impedance measurement, four days post-implant; all other impedance measurements have been within the acceptable range.